Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2015, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fatal error during upgrade. A technical support specialist (tss) was in the middle of an upgrade. An attempt was made to connect to sql server management studio, but no databases were found. Creating a database using the command from knowledge article proper data sync 2.0 procedure failed with an error message. The station was accessed remotely, structured query language server services were stopped, and the existing database was moved to a backup folder on the desktop. Sql services were restarted, and the steps in knowledge article were followed to complete synchronization. After validation, customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fatal error occurred during upgrade. However, there were no delay to patient care and adverse events or injuries reported based on this incident.